Event description:
Clinical study. During a coronary artery drug eluting stenting treatment procedure a slow deflate of the taxus liberte balloon deployment system occurred. The index procedure treated one target lesion. Target lesion 1 was a 4.0 mm vessel diameter, 90% stenosed region of the proximal circumflex artery (cx). The physician direct stented the lesion with one taxus liberte 4.0x24 mm (lot 6977069) drug eluting stent. After deployment a slow deflate of the balloon deployment system occurred. The balloon was withdrawn, after 3 inflations with a maximum pressure of 16 atm, and no pt complications were noted. According to the cath log the stent was deployed at 1645 and the balloon was withdrawn at 1645. The drug eluting stent was post dilated after deployment because the stent did not fully expand upon implantation. No further info was available about the pt's condition. No adverse events (ae), serious adverse events (sae), or major adverse cardiac events (mace) were reported at the time of the procedure.

Event description:
It was further rpeorted that this complaint was a mild withdrawal resistance. Per communication with bsc safety mgr, bsc field monitor and the study coordinator at the site, the complaint should be amended from "slow deflate" to "mild withdrawal resistance".